Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device had a repair center request. Follow-up indicated the screen does not turn on. There was no patient involvement.